Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. The customer removed the o-ring and loaded a new cartridge to address the event.